Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that during the night in the pediatric unit, the lumen was separated from the device and found on the floor. As a result, the catheter was removed, but not replaced. There was no reported death or complications to the pt. The hospital noted that there was no difficulty experienced during the procedure and a non-conformance was reported from the ward night shift. Add'l info received from the distributor on (B)(6) 2011 stated that no blood loss was reported and the child was (B)(6) yr/old.